Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer was having issues with the act button. It was hard for her to get it to respond. Issues has been occurring for two to three days. Customer's mother doesn't know the customer's blood glucose level. Customer's mother didn't recall any significant event which may have caused the keypad issues other than the weather being hot. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.